Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Additionally, it was reported, that an occlusion alarm occurred. System check was performed by tandem technical support. And no issues were identified. Customer successfully resumed insulin deliveries. The customer's blood glucose was 188-209 mg/dl.